Event description:
It was reported that this pacemaker was part of the system revision due to possible infection. Reportedly, the patient had swelling and discoloration around the implant site wound. No adverse patient effects were reported. The pacemaker remains implanted.